Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of expected condition to be related to the customer reported complaint. The instrument was returned with a reported complaint that does not affect functionality. The white substance observed on the distal end of the instrument is known as krytox and is used during the manufacturing process. The amount of krytox observed during visual inspection is not considered to be excessive.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) white bodies detached from the tip of the vse and were noticed in the patient's stomach. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.